Manufacturer narrative:
Previously reported by the manufacturer: the aeris evo ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device an error code indicating (aev_failure) was recorded in the device event log. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. Additionally, during the service of the device, an error code in relation to outlet pressure sensor railed to maximum negative value was recorded in the event log unrelated to the reportable malfunction/issue. The technician recommends replacing the system board to address the issue. The inlet foam filter muffler and particulate filter was replaced as a part of required preventative maintenance. The internal battery door is damaged and needs to be replaced. The blower, blower chassis plate, bellow, machine flow sensor, proximal filters, in-line filter and system board tubing need to be replaced due to contamination. The evaluation is currently in process, and repairs have not yet begun. If additional information becomes available a supplemental report will be filed. New information: new information: the aeris evo ventilator evaluation was concluded and error codes in relation to (ev_failure) (press_sensor_mismatch) and (out_press_railed_low) were noted in the device event log. The 3-way solenoid valves and aecm valve were recommended to be replaced to address the issue of ev_failure. The system board is defective and was recommended to be replaced to address the issue of out_press_railed_low. The device will be scrapped as per customer request. Correction to the previously filed conclusion code in box h.

Event description:
The aeris evo ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device an error code indicating (aev_failure) was recorded in the device event log. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. Additionally, during the service of the device, an error code in relation to outlet pressure sensor railed to maximum negative value was recorded in the event log unrelated to the reportable malfunction/issue. The technician recommends replacing the system board to address the issue. The inlet foam filter muffler and particulate filter was replaced as a part of required preventative maintenance. The internal battery door is damaged and needs to be replaced. The blower, blower chassis plate, bellow, machine flow sensor, proximal filters, in-line filter and system board tubing need to be replaced due to contamination. The evaluation is currently in process, and repairs have not yet begun. If additional information becomes available a supplemental report will be filed.